Event description:
It was reported that this patient underwent cardiothoracic surgery. After the procedure, a chest x-ray was performed, which showed that this right atrial (ra) lead had dislodged. Loss of capture (loc) was also observed. A revision procedure was performed, and this lead was explanted and replaced. No additional adverse patient effects were reported. It is not expected to receive this lead for analysis since it was retained by the explanting hospital.